Event description:
Nurse reported having more than one event. The endotracheal tube holder adhesive stickers not sticking after intubation, and one event of the tracheal tube being extubated. The patient was reintubated and there was no patient compromise reported.